Event description:
Device issue: guide wire break. Time of device issue: during procedure. Adverse event: none. It was reported that during advancement of the promus stent system, the balance middleweight guide wire broke. The cause of the break is unknown. The stent system and guide wire were removed from the anatomy; however, once outside of the anatomy, it was found that the stent had dislodged. A second unspecified guide wire was advanced and a second promus stent was deployed to compress the dislodged stent against the vessel wall. There was no adverse patient sequelae. Though requested, no additional information has been provided.

Manufacturer narrative:
(B) (6). The promus stent system is being reported on MFR #2024168-2010-00761. Evaluation summary: guide wire tip separation of this nature may happen when the core is subjected to tensile loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pushing, pulling, and/or manipulation. A guide wire being over pulled would require the tip to be trapped within another device in order to create the required forces to damage the wire as described. Per instructions for use (IFU), "do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage." In this case, it is likely that the guide wire tip became trapped in the stent delivery system as it advanced and/or was jailed between the stent and the vessel, as it was reported that after it the guide wire separation was noticed, it was also noticed that the stent dislodged, indicating that pulling on the jailed guide wire may have led to the dislodged stent. To ensure wire separation does not occur as a result of a product deficiency, 100% of the guide wire tips are inspected after they are loaded into the dispenser, and a tip pull test is performed on each wire to ensure proper attachment. There is also 100% outer diameter inspection. Additionally, quality control performs on line reliability testing to verify the product quality. There was no damage reported to the guide wire prior to use or during preparation indicating that the separation may have occurred as a result of the procedure. The guide wire used in the procedure was not returned, which would have aided in the investigations. Overall, based on the available case information, the reported separation appears to be due to case circumstances and there does not appear to be any indication of a product quality deficiency. The device lot history record was not reviewed because the part/lot# was not provided.